Event description:
Country of complaint: (B)(6). Suture broke during use, infection.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Tightness test to the sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the sample received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Sterilization method using ethylene oxide has been validated for this product. Safil biocompatibility has been tested according iso (B)(4) in several experiments and the harmlessness of safil was proved. Final conclusion: the complaint is not corresponding. Corrective/preventive actions: not applicable.